Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. The device was inserted and deployed without problems. The operator was able to pull the plunger back to about 1 cm below the white plastic at which point the plunger stalled. The physician performed a blunt dissection in the cath lab down to the exit port of the device, and cut the sutures. The plunger was then removed and a sheath inserted. Compression was used to achieve hemostasis. The patient recovered without incident.